Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), infection ('infection') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection, medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menorrhagia, uterine fibroid, uterine bleeding, venous thromboembolism, sleep apnea, fever, chills, chest pain and headache. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and oophorectomy ("oophorectomy"), was found to have an ectopic pregnancy (seriousness criterion medically significant) and experienced infection ("infection"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, ectopic pregnancy and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy, infection, medical device removal and oophorectomy to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: infection. Most recent follow-up information incorporated above includes: on 6-aug-2020: medical record was received. Medically confirmed case. Lot number were added. Event added from pfs- ectopic pregnancy, device ineffective. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menorrhagia, uterine fibroid, uterine bleeding, venous thromboembolism, sleep apnea, fever, chills, chest pain and headache. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and oophorectomy ("oophorectomy"), was found to have an ectopic pregnancy (seriousness criterion medically significant) and experienced infection ("infection"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, ectopic pregnancy and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy, infection, medical device removal and oophorectomy to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: infection. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.